Manufacturer narrative:
Device not used on any patient. Problem noticed during incoming inspection.

Event description:
On 10/13/2025, a customer notified sklar that three instruments from a case of 96-2549 econo sterile¿ rochester-pean forceps, curved, 8 1/2" cs/50 had a hole in the sterile packaging. This was noted on incoming inspection. The devices were not used on any patient.